Manufacturer narrative:
Initial reporter name and address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a two (2) large volume multirate infusors, overinfused medication to the patient. The devices completed the medication delivery earlier than expected. The devices had been filled with fluorouracil in normal saline solution. This was identified after patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A1: patient identifier: change from (B)(6). A2, a3, a4, a5, a6: change all from n/a to ni. B3: event date: change from asku to 03/05/2023. B5: change quantity from two (2) devices to one (1) device. Add 1900mg (5-fu) . D10: change both therapy dates from asku to 03/05/2023. H5: label for single use: change from no to yes. H4: the lot was manufactured november 15, 2022 - november 21, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which showed the sample and sample label. The issue could not be observed in the photograph provided. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.